Manufacturer narrative:
(B)(4) additional information received: patient's height: 5 foot 7 inches patient's weight: 142 lbs patient's bmi: 22.24 kg/m2 patient's date of birth: (B)(6)1964 patient's age: 56 patient's history: both the bilateral metal-on-metal hips were done approximately 10 years ago. Revision of the total right hip due to metallosis on (B)(6)2021. Revision of the left total hip femoral head to the dual mobility bearing on (B)(6)2021. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6)2021. Subsequently, sales rep was called in for total hip dislocation the same day. Upon opening the patient it was discovered that the head had disassociated from the bearing. It was decided to revise the head and bearing. At this time what appeared to be poly shavings were inside the bearing and the bearing was deformed and scratched inside and out. There was a 60 minute delay in the procedure.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: populate from complaint summary. CAPA: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. It was reported that patient underwent bilateral metal-on-metal hip arthroplasty approximately 10 years ago. The patient underwent a right hip revision due to metallosis on (B)(6) 2021 and a left hip revision due to metallosis on (B)(6) 2021. Subsequently, the patient underwent total right hip arthroplasty due to dislocation and wear on (B)(6) 2021. Upon opening the patient, it was discovered that the head had disassociated from the bearing. It was decided to revise the head and bearing. What appeared to be poly shavings were inside the bearing and the bearing was deformed and scratched inside and out. There was a 60-minute delay in the procedure due to unexpected medical intervention. Visual inspection of the ceramic biolox d option hd 28mm (item: 650-1055 lot: 3050662) shows a substantial area of marks/damage where metallic objects (most likely the acetabular shell) have come into contact with the sphere, the head otherwise looks to be in good condition. A dimensional inspection has been carried out and ceramic biolox d option hd 28mm (item: 650-1055 lot: 3050662) was found to be conforming to drawing specifications. The root cause cannot be confirmed for the reported event as the ceramic biolox d option hd 28mm (item: 650-1055 lot: 3050662) is conforming to specification, therefore unlikely to have caused the dislocation on this occasion. A review of the complaints database shows that we have received 11 reported events for revision due to dislocation for the same item number ¿650-1055¿ prior to the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file. The overall score is low risk investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2021. Subsequently, sales rep was called in for total hip dislocation the same day. Upon opening the patient it was discovered that the head had disassociated from the bearing. It was decided to revise the head and bearing. At this time what appeared to be poly shavings were inside the bearing and the bearing was deformed and scratched inside and out. There was a 60 minute delay in the procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical product: act artic e1 hip brg 28x46mm, catalog #: ep-200152, lot #:668880; medical product: cer option type 1 tpr sleve -3, catalog #: 650-1065, lot #: 3031054. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2021. Subsequently, sales rep was called in for total hip dislocation the same day. Upon opening the patient it was discovered that the head had disassociated from the bearing. It was decided to revise the head and bearing. At this time what appeared to be poly shavings were inside the bearing and the bearing was deformed and scratched inside and out. There was a 60 minute delay in the procedure. Attempts have been made and no further information has been provided at this time.